Event description:
It was reported that the head left side rail was bent. It was reported that the space between the rails was limited. It was reported that the pt broke their finger while attempting to exit the bed.

Manufacturer narrative:
After investigation, no injury happened - no fingers were broken.